Event description:
During an atypical atrial flutter in the left atrium, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. While ablating, it was observed that the blood pressure decreased from 120-130 systolic to 50 systolic. An ultrasound was done which confirmed a tamponade. A pericardiocentesis was performed and 50cc of blood was drained and the patient stabilized. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.